Event description:
It was reported that a system error (se) 2240 alarm (air in set) occurred on the homechoice (hc) device during drain 3. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) inquired about the supplies and the registered nurse (rn) stated that they noted nothing unusual about the supplies. However, the rn was not near the device and was unable to answer other troubleshooting questions. The tsr explained the alarm and advised the rn to cycle the power on the hc to clear it. The rn was going to restart therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.